Event description:
It was reported that an ilet bionic pancreas displayed alert #32 indicating a delivery motor communication malfunction, which persisted after a device restart, and a replacement was arranged. Symptoms included no reported blood glucose impact, no injury, and continued ability to use the screen, though the user reported trouble using the device afterward. Outcomes included continued device use limitations, data successfully synced prior to shutdown, and plans to return the device. Investigation included complaint intake, user interview, alert verification, and device replacement logistics with instructions for data sync, shutdown, and return. Investigation of this case revealed a suspected communication failure of the delivery motor component. It was concluded that the device should be replaced.